Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for a device change out due to normal eri. The atrial lead exhibited noise. The lead was capped and replaced. The patient's condition was stable post procedure.